Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was used in iliac vein. Direction for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ (B)(4).

Event description:
Same case as MDR ID 2134265-2017-10689 and 2134265-2017-10691. It was reported that balloon rupture occurred. The target lesion was located in the non tortuous iliac vein. Three 18-4/5.8/75 xxl¿ esophageal balloon catheters were selected to post dilate the lesion; however, on all occasion during first inflation at 5 atmospheres, the balloons ruptured. All balloons were removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.